Manufacturer narrative:
Please note that this date is based off the date of publication of the article as the actual event date was not provided. Other applicable components are: product ID: 3387, lot# unknown, product type: lead. The reported events were from the following literature article and its accompanying supplemental material: brüggemann n, domingo a, rasche d, moll cke, rosales rl, jamora rdg, hanssen h, münchau a, graf j, weissbach a, tadic v, diesta cc, volkmann j, kühn a, münte tf, tronnier v, klein c. Association of pallidal neurostimulation and outcome predictors with x-linked dystonia parkinsonism. Jama neurology. Published online december 03, 2018; 76(2):211-216. Doi: 10.1001/jamaneurol.2018.3777. If information is provided in the future, a supplemental report will be issued.

Event description:
The following events were reported in literature- reported event: patient: l-8313 ¿ one (B)(6) year-old patient with bilateral internal globus pallidus (gpi) deep brain stimulation (dbs) for x-linked dystonia parkinsonism (xpd) experienced surgery-related hematoma at the implantable neurostimulator (ins) site. It was unclear if the hematoma required aspiration. The patient also experienced postoperative confusion and transient anemia due to urogenital hemorrhage related to the operation. These surgery-related adverse events resolved without sequelae. The following device specifics were provided: activa pc implantable neurostimulator; lead model 3387.